Manufacturer narrative:
This is an addendum to the initial MDR. Due to a secondary review of this complaint the product code has been updated to reflect a composix kugel hernia patch as opposed to a kugel hernia patch, as eptfe material was noted in photos of the explanted device, indicating the device to be a composix kugel hernia patch and not a kugel hernia patch as was reported. The kugel patch configuration does not include the eptfe layer. As reported the device was implanted 25 years ago, however there are no medical records provided to confirm date of implant as such this information may not be accurate. Additionally, the photos indicate the mesh to be one of the "larger" sizes, which would indicate that the device was manufactured by bard/davol. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The explanted device was not returned for evaluation. However, photos of the explanted device were provided to davol by the facility. There are two items in the photos, one appears to be a section of intestine, the other appears to be the implant. The photo of the intestine has what appears to be a portion of an alleged recoil ring sticking out of it. The implant has a significant amount of tissue attachment. There are sections of what appear to be a layer of eptfe material. Visual examination does not allow for an accurate identification of the implant. As reported the sample was implanted 25 years ago and as such would not have been manufactured by davol at that time. Additionally, the photo evaluation does not allow for a root cause determination. Based on the information available at this time, it appears that the product in question is not a bard/davol manufactured device and a root cause for the patient's experience is undetermined. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it is alleged that 25 years ago the patient was implanted with a kugel style hernia patch. In 2014 the patient developed "infection issues" and was treated for recurrent fluid collection that were drained on multiple occasions. It is reported that on (B)(6) 2016 the patient underwent explant of infected mesh with component separation and bowel resection. As reported the surgeon noted a section of the mesh ring within and protruding from the patient's bowel.